Event description:
It was reported that the batteries were not charging. The failure occurred during treatment. It was noticed that if the power cable was plugged into ac power, the batteries were not charging. After four hours of discharging it was decided to exchange the cardiohelp. The patient tolerated the exchange well. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the batteries were not charging. The failure occurred during treatment. It was noticed that if the power cable was plugged into ac power, the batteries were not charging. After four hours of discharging it was decided to exchange the cardiohelp. The patient tolerated the exchange well. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation and repair on (B)(6) 2023. Both batteries were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log file review was performed on (B)(6) 2023 and it can be confirmed that the cardiohelp switched to battery supply. The failure "battery not charging" was investigated within a non conformity. The root cause was confirmed as a combination of definition of the calibration process and low threshold for overcharge protection flag. The defined design capacity of the battery within the battery controller is lower than specified within the cell datasheet which is defined for a charging voltage of 4,2 v. For purpose of increasing safety and wear reduction of the battery the controller charges with a lower voltage (typically 4,1 v, tolerance¿related it can reach up to 4,15 v). This results in a slightly smaller design capacity, which is defined with 8280 mah. On the other hand, the cell capacities specified in the data sheet are approximate values and may differ. Additionally the calculated ¿wear down capacity¿ might vary also. This can result in the full charge capacitance being higher than the design capacity and generating an overcharge alarm (oca). The battery is then blocked for charging until it is regular discharged by at least 2 mah of its capacity (e.g. In battery mode). When the battery calibration process starts with a blocked battery (due to overcharge protection), the calibration will fail because of included charging cycles. Based on the results the reported failure "batteries were not charging" could be confirmed. As a corrective action an engineering change request was initiated. The supplier of the batteries updated the firmware and the overcharging threshold of the batteries has been increased from 300 mah to 930 mah to reduce the probability of triggering of the overcharge protection flag without negatively affecting the safety mechanism. The cardiohelp system has two redundant batteries with 2 separated battery slots. The system is capable to operate with 1 battery. The redundant design of two usable batteries and the alarming about defect batteries cause a maximum safety. According to the instruction for use (revision 1.8, chapter 5.6.1 "check before every application", point 15) the user should only start the application when the batteries of the cardiohelp are fully charged and calibrated. Furthermore, in the IFU of the cardiohelp (instructions for use, chapter 2.3 intra- and inter-hospital patient transportation) the following warning is included : "only ever start the application when the batteries of the cardiohelp-I are fully charged and calibrated." The customer will be informed about the results by the getinge sales and service unit. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that the cardiohelp had a battery charging failure during treatment. The customer noticed that it was plugged into ac power but not charging and decided to exchanged the cardiohelp. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
A getinge technician will investigate the cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.